Event description:
It was reported to the manufacturer, by the end user, per the end user, the following occurred on the evening on (B)(6) 2025: allegedly, the resident was in bed and was raising the head up. Per (B)(6), the head was only about halfway up when there was an alleged loud popping noise and the whole head of the bed dropped down. There were no injuries according to the facility. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.